Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision. The lens was explanted in a secondary procedure after 12 days of initial implantation. The clinical reason for the explant was myopic. Additional information was requested and received stating there was no patient harm and all the patient issues were resolved.

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Solution was dried on the lens. The optic is cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal company, 21.5 diopter, add power +2.2 & 3.2 lens was exchanged for a non-company monofocal iol (21.5). Due to the exchange of a multifocal lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).